Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient is experiencing a burning sensation at the ipg site. The sensation began after the patient underwent surgical intervention to relocate the ipg site due to a burning sensation (reference MFR. Report: 3006705815-2016-00303). In addition, the patient is experiencing a burning sensation at the previous ipg site. The patient underwent surgical intervention on (B)(6) 2016 where the entire scs system was explanted.